Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled off. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I confirm that there are no patient consequences following this incident. - how many devices demonstrated the alleged deficiency? 10 patients are impacted, so (B)(4) complaints were open in total - did the event occur during one or multiple patient procedures? 10 patients are impacted, so (B)(4) complaints were open in total - what is the total number of procedures? 10 patients are impacted, so (B)(4) complaints were open in total the following information was requested, but unavailable: - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? A manufacturing record evaluation was performed for the finished device vcp3160h; zabdkkx0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.